Manufacturer narrative:
(B)(4). Date sent: 7/27/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4). Additional information was requested and the following was obtained: did the patient have any coagulopathy disorders? No, the surgeon has also wondered if it was a bad batch of lovenox (anti-coagulant). When the device was fired, where was the indicator located within the green zone/gap setting scale? The surgeon follows the instruction to ¿crank it all the way down¿ for a tight anastomosis. He instructs the staff to do the same. By cranking down this means the bottom of the green zone. Did the surgeon wait 15 seconds and retighten before firing the device? He does wait. Maybe not always 15 seconds but he does wait, so does the staff (pas). Were the washers inspected? If so, please describe. Not necessarily. Were the donuts inspected? If so, please describe. Not necessarily. Was there audible and tactile feedback from firing the device? Yes, nothing abnormal reported by surgeon nor staff. Were there any issues with staple formation? If so, please describe. Nothing seen. Does the surgeon routinely do an endoscopy to inspect after this type of procedure? Yes. Does the surgeon believe the stapler¿s performance is related to the post-op issues? Yes. How soon after the procedure was the bleeding identified? About 16 hours. The patient was brought back because of vomiting blood. How was the bleeding identified? Patient began vomiting blood, large amounts. How was the bleeding treated? Clips. Was the bleeding intraluminal or intra-abdominal? Intraluminal. Are there any photos or videos available for review? No photos or video. What steps were taken to remove the device? Followed routine device removal was a leak test performed after the anastomosis was completed? Yes. What is the current patient status? The patient is ok.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, it was noted that after a successful surgery the patient was brought back into the or and bleeding was found at the anastomosis sites where the circular stapler was used in the patient. Staples appeared to be properly formed, nothing abnormal was noted with the use or firing of the device. The donuts were good, breakaway washer good, no noises, etc. Normal tissue was stapled and the surgeon stated it could have been the patient. The original surgery went well and no bleeding was reported. The patient was then brought back out the or and bleeding was noted at the anastomosis sites and sutured. One device was discarded.